Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 164mg/dl, 150+mg/dl, 60+mg/dl, 137mg/dl. Tests were done within <10 minutes with a difference of 40%. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes the results were documented as 162-164, 150+, 60+ and 137.